Event description:
It was reported to philips that the device failed to start after a power outage due to an electrical frame issue on an allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service re-seated switches and identified follow-up was required for contactor replacement. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).